Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted. The device history review reported that (B)(4) manufactured the ria tube assembly min 520mm length ¿ sterile for 314.743, p/n 314.746s, and lot number 7576988 for work order (B)(4) and po (B)(4). The supplier¿s certificate of compliance (dated 3/28/14) indicates the parts were manufactured to p/n (B)(4) and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet number (B)(4)¿ (dated (B)(4) 2014). No nonconformance reports were generated for this lot. P/n 314.746s is made from drawing, (B)(4) released on (B)(4) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two reamer heads, two reamer irrigator aspirator (ria) tube assembly devices and two driver shafts had broken during surgery. The surgeon was performing a reamer irrigation aspiration procedure and as the surgeon was reaming, the drive shaft snapped at the end along with the reamer head and ria tube assembly. The surgeon then elected to use another ria tube assembly and while attempting to insert the ria, the drive shaft broke at the end along with the reamer head and the ria tube assembly. Debris from the broken instruments was left in the patient. There was a 30 minute delay in surgery. An adequate amount of bone graft was harvested, and surgery was successful. This is report 2 of 6 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.